Manufacturer narrative:
An impl tapered 5x10 full oss (fnt510) was returned for investigation. Visual inspection of the as returned product identified no significant signs of wear, damage, and deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pictures of the packaging were not provided. Therefore, based on the available information, package malfunction and reported event are both non-verifiable as no images of the package issue was provided and the returned implant had no issue. DHR review was completed for the subject lot number (2016092084). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when it was time to open the implant (fnt510), the sealed barrier looked defective. Another implant from stock was used and the procedure was completed.